Event description:
On 3/29/1996 a stent was successfully advanced to the target lesion site in the patient's right common iliac artery. During attempted balloon inflation, it was reported that the balloon catheter would not inflate and the stent could not be deployed. Subsequently, the stent migrated to the aorta. In response, the stent was successfully surgically removed on 3/30/96. In addition, it was reported that the patient subsequently developed a pulmonary embolism. There were no further event details reported.